Manufacturer narrative:
Manufacturing evaluation: the valve and reservoir were received dry (not submersed in liquid as suggested). The valve was manufactured by a qualified employee; deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. Visual inspection - no significant deformations or damage of the reservoir was detected during the visual inspection. We could see some dried deposits on and in the reservoir. Permeability test - the investigation revealed that the reservoir was slightly filled with liquid. At the same time, the fluid could easily be drained. The membrane let itself pump, and pop up back again in the original position. Results - it should be noted that the reservoir was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the reservoir to the best of our abilities. The build-up of substances inside the reservoir (e.g. Likely protein) may have led to malfunction in the past. Based on our investigations, we did not detect a malfunction of the reservoir at the time of the examination. We suspect that the observed deposits may have temporarily affected the function. We can exclude a defect at the time of release. The product met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient data not provided. Implant and explant date not provided, if applicable. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the progav shunt system. After the implantation, the physician noted that the reservoir sac did not "pop up". It was suspected that the ventricular end was blocked. Surgical exploration was performed and the ventricular end was re-tested. The reservoir was replaced due to the malfunction. Additional information has been requested.